Event description:
It was reported that stent damage occurred. The more than 80% stenosed target lesion was located in the internal carotid artery. An 8.0-21 carotid wallstent was selected for treatment. However, during unpacking, it was found that the stent had a quality problem, and the front braided structure of the stent had fallen off. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination the delivery system found the distal end of the sheath to be kinked at more than one location. A visual examination found the stent to have been fully deployed from the delivery system. The distal stent wires were found to be damaged. The damage is at the same location as the sheath kinks when the stent was mounted on the delivery system.

Event description:
It was reported that stent damage occurred. The more than 80% stenosed target lesion was located in the internal carotid artery. An 8.0-21 carotid wallstent was selected for treatment. However, during unpacking, it was found that the stent had a quality problem, and the front braided structure of the stent had fallen off. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).